Event description:
During preparation of the outback device, the cannula needle would not fully retract. All specified ports were flushed with hep/saline. The ports were flushed followed by a 30 second pause, and then flushed again. The catheter was prepped in the straight configuration.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During preparation of the outback device, the cannula needle would not fully retract. All specified ports were flushed with heparin/saline. The ports were flushed followed by a 30 second pause, and then flushed again. The catheter was prepped in the straight configuration. Analysis of the returned device did not confirm the event. One non sterile catheter outback was received coiled inside a plastic bag. The cannula was received fully retracted. The catheter measure 120.5 cm of length usable and the cannula measure 11.07mm of length usable and the measures was found inside specification. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with gw .014" and not resistance was noted. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed, cannula was deployed and retracted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cto catheter system prepping difficulty-unable to retract reported by the customer was not confirmed; since insertion/withdrawal test was performed, the cannula was deployed and retracted. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. No corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.